Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of skin irritation with purulent discharge was confirmed but the cause is unknown. A single photograph of a pediatric patient was provided for evaluation. The patient had a 4fr single-lumen groshong nxt catheter inserted with a foam crescent shaped statlock attached to the molded suture wings of the catheter. The statlock had been removed from the patient¿s skin. A large section of skin irritation was seen where the statlock had been removed; the skin was red around the edges and was white with purulent discharge near the center. The irritated area appeared to match the footprint of the statlock substrate pad. The statlock pad was discolored yellow and purulent discharge was seen on the adhesive surface of the pad. Although damage to the skin was seen at the statlock site, the exact cause could not be determined. It is possible that patient sensitivities or clinical procedures (e.g. Antimicrobial agents not allowed to dry) may have been contributing factors. The product sterilization certificate for this lot was reviewed which showed that the sterilization cycle within the validated parameters. Validation and revalidation have demonstrated that the sterilization cycle exceeds the minimum sterility assurance level of 10^-6. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, redness and swelling purulent discharge seen at statlock placed site, causing infections. This is frequently seen in all category of patients. It is creating inconvenience especially in pediatric patients as the consultant is left with no choice for treating the patients. When statlock is not placed, the patients are not seen with any sort of infections at the statlock site. Additional information received 8/13/2025: removed PICC and continued further course of treatment on conventional piv. Customer states there was no serious harm. It was reported this occurred with ten patients. This report addresses all ten patients.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 02-sep-2025: removed the PICC along with statlock and cleaned the wound and administered with antibiotics. The reason for the infection is statlock, the area where the statlock applied showed severe rashes & inflammation immediately with in weekdays, the infection was observed after 7 days while changing the dressing.